Event description:
Customer reported printing problems. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the singleboard computer and hard drive. System operates as intended.